Manufacturer narrative:
This is a final report - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt was explanted due to inflammation of the implant bed. Reimplantation has been planned for a later date in the contralateral ear.